Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that starting a few months ago in 2018 the patient's battery charge did not last as long as it used to. They used to charge every sunday but now they had to charge every other day. The patient had not recently increased parameters or been reprogrammed/switched to a new group. The patient was redirected to their health care provider (hcp) to address this issue. It was reported that the patient was charging on (B)(6) 2019 when the implantable neurostimulator recharger (insr) quit charging and showed a call your doctor warning power on reset (por) screen. The meaning of a por screen and that therapy had stopped due to por was reviewed by the patient services agent with the caller. The wanting por could not be cleared by the patient. They were directed to their health care provider (hcp) for interrogation and clearing of the screen. The patient had prostate cancer and does radiation treatment. Their last radiation treatment was on (B)(6) 2019. This was reported to be recent electromagnetic interference (emi) exposure. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the por doesn't seem to occur until the patient gets home from the hospital and is charging. No further complications are anticipated.